Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft, two (2) afx suprarenal aortic extensions, and an afx limb stent graft. Approximately five (5) years post initial procedure, the patient was admitted for an aneurysm enlargement. Reintervention was completed to treat loss of overlap with a type iiia endoleak with the implant of an afx2 bifurcated stent graft. (Reported under MFR# 2031527-2018-00163). After approximately four (4) years of post-secondary procedure, routine follow-up identified a junctional type iiia endoleak. Reintervention has not been scheduled. The patient is stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft, two (2) afx suprarenal aortic extensions, and an afx limb stent graft. Approximately five (5) years post initial procedure, the patient was admitted for an aneurysm enlargement. Reintervention was completed to treat loss of overlap with a type iiia endoleak with the implant of an afx2 bifurcated stent graft. (Reported under MFR# 2031527-2018-00163). After approximately four (4) years of post-secondary procedure, routine follow-up identified a junctional type iiia endoleak. Reintervention has not been scheduled. The patient is stable. After the initial report, reintervention was completed with an afx vela infrarenal. The type iiia endoleak was sealed. The patient was reported to be doing well post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak and reintervention are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.